Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 16mm amplatzer septal occluder was implanted on (B)(6) 2021. The device embolized on (B)(6) 2021 into the descending aorta post procedure after leaving procedure room and was removed. Patient stable, no additional information was provided.

Manufacturer narrative:
An event of device embolized into descending aorta was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.